Manufacturer narrative:
A review of the mfg paperwork is being conducted. The delivery catheter is being returned to gore for analysis.

Event description:
In (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis featuring c3 delivery through a cook sheath. The device was deployed in place and excluding the aneurysm, however, upon removal of the delivery catheter, it was noticed that the distal olive had separated. This was successfully removed with a snare catheter. It was reported to gore that the pt's anatomy was not tortuous and that the doctor did not notice any resistance. The pt tolerated the procedure.